Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic laser light path has shifted and they moved patient in order to align the laser. Procedure details and patient impact were not reported. Additional information has been reported. Additional information received clarified that event happened before surgery.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be reported under mfg report num. 2028159-2022-00384. The manufacturer internal reference number is: (B)(4).